Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified system error on their homechoice device during therapy. The patient was connected to the homechoice at the time of the event. The technical service representative assisted the patient in clearing the alarm and ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.